Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Service history review: part no. 05.000.008, lot no: 004204: a service history of the past three years has been reviewed. The item was previously returned for service on (B)(6) 2013 due to electronic control damage. The customer called in a service request for this item on (B)(6) 2015 and reported the device was inoperable-runs continuously. The previous service condition of electronic control damage is relevant to the current complained issue of inoperable-runs continuously. The manufacture date of this item is june 09, 2011. The source of the manufacture date is the release to warehouse date. The service history evaluation is confirmed. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the motor of a hand piece for battery powered driver runs continuously when the battery is attached. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Service & repair evaluation: the customer reported the motor was running continuously. The repair technician reported the motor was running slow in all speeds. Motor failure is the reason for repair. The cause of the issue is unknown. The following parts were replaced: circuit board, motor, membrane switch/flex circuit, and all applicable components. The item was repaired, passed synthes final inspection, and was returned to the customer on (B)(4) 2015. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.